Event description:
It was reported that the instrument jaws would not open during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that there was excessive biodebris on the grip clamping pulley that prevented the tungsten cable from moving freely when turning the input wheel. The evidence was inconclusive, but the damage was likely due to improper cleaning. Failure analysis also observed that the instrument grip cables were derailed. The housing was removed to find one grip cable derailed from the back clamping pulley. The cable was off the grooves and made movement of the cables difficult, affecting the open and close movement of the grip. The clamping pulley screws were still tight. Failure analysis also observed that the distal main tube had various scratch marks with light material removal. The scratches were 0.47" - .163" in length and not aligned with the tube axis. The evidence was inconclusive, but the damage may have been caused by mishandling/misuse. No other damage was found. See scanned page.